Event description:
It was reported the patient experienced loss of pulse/cardiac arrest and decrease in blood pressure. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During the procedure the closure device was placed in the laa. The physician tried to resheath the closure device and instead of resheathing, it appeared the closure device was shoved slightly deeper in the laa. The physician evaluated position, anchor, seal and size (pass) criteria and released the closure device. There was no pericardial effusion, and the pass criteria was met. After the was sheath removal, the patient blood pressure decreased, and the physician reported no pulse. Cardiopulmonary resuscitation was performed, support from anesthesia was required and the patient stabilized. The transesophageal echocardiography (tee) probe was reinserted, and no pericardial effusion was reported. The closure device was stable in the laa. The patient is expected to fully recover and is planned to be discharged.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported the patient experienced loss of pulse/cardiac arrest and decrease in blood pressure. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During the procedure the closure device was placed in the laa. The physician tried to resheath the closure device and instead of resheathing, it appeared the closure device was shoved slightly deeper in the laa. The physician evaluated position, anchor, seal and size (pass) criteria and released the closure device. There was no pericardial effusion, and the pass criteria was met. After the was sheath removal, the patient blood pressure decreased, and the physician reported no pulse. Cardiopulmonary resuscitation was performed, support from anesthesia was required and the patient stabilized. The transesophageal echocardiography (tee) probe was reinserted, and no pericardial effusion was reported. The closure device was stable in the laa. The patient is expected to fully recover and is planned to be discharged. It was further reported that the patient was already discharged.